Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01168/ 01169).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. The operative notes confirm the acetabular cup and modular head were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay evaluation results, which were unknown at the time of the initial medwatch. (B)(4) - dimensional evaluation found component to be within appropriate design specification.

Manufacturer narrative:
This follow-up report is being filed to relay the corrected date of initial procedure and the date for the revision, which was unknown at the time of the initial medwatch. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01168-2 / 01169-2).

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2013 due to dislocation. The cup and head were removed and replaced.